Manufacturer narrative:
Device evaluated by MFR. Method code, result codes and conclusion codes updated device evaluated by MFR: returned product consisted of a threader balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole in the balloon material at the distal edge of the markerband. Microscopic inspection of the markerband found no irregularities or defects. Microscopic inspection found no irregularities or defects with the tip and proximal weld. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The chronic total occluded (cto) target lesion was located in the moderately tortuous and mildly calcified proximal to mid left anterior descending artery. After the guide wire crossed the cto lesion, a 1.2mm x12mm threader balloon catheter was advanced for predilation. However, on the first inflation at 8 atmospheres, for 6 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic total occluded (cto) target lesion was located in the moderately tortuous and mildly calcified proximal to mid left anterior descending artery. After the guide wire crossed the cto lesion, a 1.2mm x12mm threader¿ balloon catheter was advanced for predilation. However, on the first inflation at 8 atmospheres, for 6 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.